Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, and off no power test. No unexpected low battery alarm and no off no power alarm noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed low battery. The battery did not last more than one week. The battery indicator did not show less than two bars. The customer woke up and the insulin pump was powered off. She changed the battery but the insulin pump alarmed low battery again. Customer's blood glucose level was 400 mg/dl. She did not receive a low battery alert prior to the off no power alert. The customer was advised that the device would be replaced and agreed to return the product for analysis.